Manufacturer narrative:
A steris service technician arrived onsite to inspect the washer. The technician inspected the washer and found the safety bar to be loose on one side. The technician reinstalled the safety bar, ran a test cycle and confirmed the washer to be operating properly.

Event description:
The user facility reported that the safety bar on the washer door was loose. No report of injury.